Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent dislodgment occurred. The patient presented for coronary angioplasty. The target lesion was located in the ostium of the right coronary artery (rca). A 3.50 x 8 synergy drug-eluting stent was attempted to be implanted; however, embolization to the aorta was noted. Subsequently, the device had to be removed using a snare. No further complications were reported and the patient status was stable.

Event description:
It was reported that stent dislodgment occurred. The patient presented for coronary angioplasty. The target lesion was located in the ostium of the right coronary artery (rca). A 3.50 x 8 synergy drug-eluting stent was attempted to be implanted; however, embolization to the aorta was noted. Subsequently, the device had to be removed using a snare. No further complications were reported and the patient status was stable.

Manufacturer narrative:
A2- age at time of event: 18 years or older. Device evaluated by MFR: a synergy ous mr 3.50 x 8mm stent delivery system was returned for analysis. The device was returned with the stent detached from the balloon. The stent outer diameter at the time of manufacturing was within maximum crimped stent profile measurement. The balloon cones were reviewed; it appears as if pressure was applied as the balloon cones appeared relaxed. Crimp markings were evident on the exposed balloon. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.